Event description:
It was reported to philips that capacitor failure was detected in the dfm100 device during inspection checks. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by a philips remote bench repair technician and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the upon performing device checks, it was determined the therapy capacitor is low. The event was outside of use and there was no reported patient nor user harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.